Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting revealed the customer had changed the set the day before the incident. It was recommeded changing the set, rotate site and try a new vial of insulin. The contact called back later and said when the customer removed the infusion set the cannula was bent. Sent replacement infusion sets.